Event description:
It was reported that the patient had a change in therapy in (B)(6) that led to the discovery of high impedances on their implantable neurostimulator (ins). It was noted that they were unsure if the patient had any falls/trauma or if there was any fractures in the lead. The patient underwent a lead revision where the old ins system was taken out and a new system put in. There was no evidence of any malfunctions at the replacement procedure. In addition, it was reported that the leads were cut from the ins battery and discarded. The patient was reported as doing well. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015-, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 37092, lot # 242140001, implanted: (B)(6) 2010, product type accessory. (B)(4).